Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found one distal clevis ear, the clevis ear on the conductor wire side, to be completely broken off at its base. The broken piece is approximately .285 by .220 inches in size and was not returned with the instrument. Additionally, the instrument's conductor cap was found to be missing and the yaw pulley boss feature is bent. No other damage was found.

Event description:
It was reported that during a da vinci si low anterior resection procedure, the permanent cautery hook instrument broke at the tip and 2 pieces fell into the patient. The instrument fragments were retrieved and the planned surgical procedure was completed. No patient harm, injury or adverse event was reported.